Event description:
New information noted that the device was explanted on (B)(6) 2025. The patient was in stable condition.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited premature battery depletion. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
The device battery voltage was at elective replacement indicator (eri) level upon receipt. Review of the session records by the software team indicated elevated current drain and a corresponding reduction in battery voltage. The device was cut open to obtain internal measurement data. Further analysis of device hybrid was performed and high current drain on hybrid was noted. A longevity calculation was performed and found the battery depletion was premature.

Manufacturer narrative:
The reported complaint of premature battery depletion was confirmed. Based on the information provided, it was determined there was unexpected increase in the current drain and drop in the battery voltage, resulting in battery depletion. The root cause of the unexpected increase in current drain and drop in voltage could not be determined with the available data.